Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to abnormalities in the electrical junction of the connectors (user handling). Water drops and/or other foreign substances (dust, residue, etc.) May have been attached to the contact points. In addition, it has been more than 7 years since the device was manufactured, there is a possibility that the parts of the patient board (ap substrate) and the image processing substrate (dp substrate) have deteriorated over time. There was communication from the customer that the product could be used again, but the deterioration and recurrence may occur as the cumulative time of use increases. A review of the instructions for use identifies the following verbiage, which may have prevented the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker and disappear".

Manufacturer narrative:
The device was not returned to olympus. The customer reported the device is now working correctly. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported the evis exera iii video system center did not display an image on the screen. This event was found during reprocessing. The customer later reported that the unit was working correctly again. No patient involvement or impact to patient care was reported for this event.